Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. Date of event: unknown, not provided, but the best estimate date is (B)(6) 2021. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the lens remains implanted. Initial reporter phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the toric marks, the dots which indicate the cylindrical power of a toric lens were missing on an intraocular lens (iol). The doctor did not notice the absence of the toric marks in advance and the issue was noted when he was aligning the axis after the iol was inserted, after the implantation. No surgical intervention has been performed and the doctor is observing the patient. The decision of removal of the iol will be made depending on the change in the amount of astigmatism at the postoperative examination. There was no patient injury or health damage issue reported. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted, that the "g1-2: phone number" was inadvertently not addressed in section h10 of the initial emdr. Therefore, it is being captured in this supplemental report as follows: g1-2: phone number: (B)(6) additional information: photos were received, from the surgeon of the implanted intraocular lens (iol). Upon review of the photos, the product cannot be confirmed, to be the complaint zcw150 (sn#: (B)(6)) lens. And no further evaluation was able to be performed. The complaint issue reported could not be confirmed. And no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.